Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 3 months after the dental implant was placed, in ada site#24 of the patient's mouth, non-osseointegration was observed. The clinician reports did not integrate. The patient is allergic to tetracycline. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 3 months after the dental implant was placed, in ada site#24 of the patient's mouth, non-osseointegration was observed. The clinician reports did not integrate. The patient is allergic to tetracycline. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed, in ada site#24 of the patient's mouth, non-osseointegration was observed. The clinician reports did not integrate.the patient is allergic to tetracycline. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.